Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on x-ray exam, essure device can not be found on correct position in the tromps of the patient / essure found on pelvic cavity'), device breakage ('the probable fact that part of the devices have fragmented within the patient body'), uterine inflammation ('uterine inflammation') and suicide attempt ('suicide attempt by ingesting high amount of antidepressive drug') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 (caesarean delivery). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), procedural pain ("strong cramps during device insertion"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleed lasting days after insertion"), pelvic pain ("strong cramps / pain in the pelvic region"), menorrhagia ("considerable and intense increase of menstrual flow lasting until 20 days"), polymenorrhoea ("with lower menstrual flow, had menses twice a month"), headache ("intense headaches"), pain in extremity ("leg pain"), peripheral swelling ("legs swollen"), muscle spasms ("cramps"), paraesthesia ("a lot of tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic discomfort ("sensation of uterus perforation, pitching"), acute pain ("acute pain"), fatigue ("fatigue"), loss of libido ("libido loss"), dyspareunia ("pain during and after intercourse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joint pain"), mood altered ("constant mood changes"), intra-abdominal fluid collection ("liquid in abdomen"), adenomyosis ("adenomyosis suspicion"), general body pain ("generalized pain"), vaginal discharge ("strong smell from vaginal liquid"), panic reaction ("panic syndrome"), anxiety ("extremely nervous and anxious"), abdominal distension ("volumentric increase of abdomen"), diarrhoea ("episode of diarrhea"), proctalgia ("anal pain"), self esteem decreased ("low self esteem") and depression ("depressive state") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, suicide attempt, procedural pain, alopecia, vaginal haemorrhage, pelvic pain, menorrhagia, polymenorrhoea, headache, pain in extremity, peripheral swelling, muscle spasms, paraesthesia, tremor, back pain, pelvic discomfort, acute pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, adenomyosis, general body pain, vaginal discharge, panic reaction, anxiety, abdominal distension, diarrhoea, proctalgia, weight increased, self esteem decreased and depression outcome was unknown. The reporter considered abdominal distension, acute pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, muscle spasms, pain in extremity, panic reaction, paraesthesia, pelvic discomfort, pelvic pain, peripheral swelling, polymenorrhoea, procedural pain, proctalgia, self esteem decreased, suicide attempt, tremor, uterine inflammation, vaginal discharge, vaginal haemorrhage, weight increased and general body pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on x-ray exam, essure device can not be found on correct position in the tromps of the patient / essure found on pelvic cavity'), device breakage ('the probable fact that part of the devices have fragmented within the patient body'), uterine inflammation ('uterine inflammation') and suicide attempt ('suicide attempt by ingesting high amount of antidepressive drug') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 (caesarean delivery). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), uterine inflammation (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), procedural pain ("strong cramps during device insertion"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleed lasting days after insertion"), pelvic pain ("strong cramps / pain in the pelvic region"), menorrhagia ("considerable and intense increase of menstrual flow lasting until 20 days"), polymenorrhoea ("with lower menstrual flow, had menses twice a month"), headache ("intense headaches"), pain in extremity ("leg pain"), peripheral swelling ("legs swollen"), muscle spasms ("cramps"), paraesthesia ("a lot of tingling"), tremor ("tremors"), back pain ("lumbar pain"), pelvic discomfort ("sensation of uterus perforation, pitching"), acute pain ("acute pain"), fatigue ("fatigue"), loss of libido ("libido loss"), dyspareunia ("pain during and after intercouse"), coital bleeding ("bleeding during and after intercourse"), arthralgia ("joint pain"), mood altered ("constant mood changes"), intra-abdominal fluid collection ("liquid in abdomen"), adenomyosis ("adenomyosis suspicion"), general body pain ("generalized pain"), vaginal discharge ("strong smell from vaginal liquid"), panic reaction ("panic syndrome"), anxiety ("extremely nervous and anxious"), abdominal distension ("volumentric increase of abdomen"), diarrhoea ("episode of diarrhea"), proctalgia ("anal pain"), self esteem decreased ("low self esteem") and depression ("depressive state") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, uterine inflammation, suicide attempt, procedural pain, alopecia, vaginal haemorrhage, pelvic pain, menorrhagia, polymenorrhoea, headache, pain in extremity, peripheral swelling, muscle spasms, paraesthesia, tremor, back pain, pelvic discomfort, acute pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, adenomyosis, general body pain, vaginal discharge, panic reaction, anxiety, abdominal distension, diarrhoea, proctalgia, weight increased, self esteem decreased and depression outcome was unknown. The reporter considered abdominal distension, acute pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dyspareunia, fatigue, headache, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, muscle spasms, pain in extremity, panic reaction, paraesthesia, pelvic discomfort, pelvic pain, peripheral swelling, polymenorrhoea, procedural pain, proctalgia, self esteem decreased, suicide attempt, tremor, uterine inflammation, vaginal discharge, vaginal haemorrhage, weight increased and general body pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.